Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Customer returned one broken pusine4. Visual testing of instrument performed using microscope. Tip shows signs of excessive use and wear. Complaint does not indicate how many times the customer has used the tip. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. Also, these tips should be used with water. Root cause of breakage cannot be determined.

Event description:
In this event it was reported that a proultra sine tip #4 broke during use; no injury resulted.